Event description:
It was reported that during a colon procedure, the clips would not hold after being placed. The clips were removed and another device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.